Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted with less than a year of use due to diaphragmatic stimulation. The patient underwent surgical intervention try to reposition the lead, but the physician decided to remove the lead for ease of use. A new lead was implanted. No additional adverse patient effects were reported.